Event description:
It was reported that cgm displayed error message while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and performed pump reset with guidance from technical support, after which pump no longer displayed cgm error.